Manufacturer narrative:
Evaluation of the returned 3maxc revealed a stretch and fracture on the distal shaft, and the distal fractured segment was not returned for evaluation. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system jetd reperfusion catheter (jetd). It was noted that the patient anatomy was tortuous. During the procedure, while the physician advanced a 3maxc over a guidewire through a jetd for the first pass, it was noticed that the 3maxc looked like it prolapsed on itself. It was reported that the distal tip of the 3maxc was pointing to the groin and not the brain. Therefore, the physician removed the 3maxc to straighten it. Afterwards, the physician was able to advance the 3maxc through the distal tip of the jetd after two additional attempts. Subsequently, the physician was able to advance the jetd to the clot. Afterwards, the 3maxc was removed and it was noticed that the distal tip of the 3maxc was stretched. Therefore, the 3maxc was no longer used for the remainder of the procedure. The procedure was completed using a new 3maxc and the same jetd. There was no report of an adverse effect to the patient.